Event description:
On (B)(6) 2012 the patient sent an email to lfs (B)(4) alleging that his one touch verio iq meter does not power on. A medical surveillance specialist (mss) sent follow up questions; however, the customer service advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed by the patient vial email. The patient mentioned that the verio iq meter was not reliable since the device does not stay charged long enough when using the usb. The patient mentioned that a meter needs to be reliable so that patients can test their blood glucose. The patient also mentioned that the battery life should be longer and similar to the other lfs meters. On the night of (B)(6) 2012, the patient felt unwell and needed to test his blood glucose; however, the meter was not charged and he required medical assistance. The patient's blood glucose reading was elevated. No further clinical information was provided. It is unknown what the reading was on the paramedic's meter or what treatment the patient received. Lfs was unable to send a replacement product, since the patient did not contact lfs back and did not provide a mailing address. At this time the complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test his blood glucose, developed symptoms and had to seek medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # and serial number of meter was not provided.